Event description:
It was reported that the ilet touchscreen was cracked and the device became unusable and unlockable; the user was unsure how the damage occurred, blood glucose was not affected, and the device had been synced prior to shutdown, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.